Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported having issues with air bubbles in the reservoir. The customer's blood glucose reading was 160mg/dl. Troubleshooting was performed. The father stated that he noticed the insulin was leaking past the o-rings. No further information was provided.